Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved could not confirm the report. The balloon was detached from the catheter as stated by the physician. No section of the balloon material appeared to be missing from the device. The distal end of the balloon had no ruptures or splits in the material. However, since the balloon was detached, balloon leakage could not be confirmed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation of balloon rupture could not be determined because the condition of the product said to be involved prohibited a complete eval. However, balloon leakage could have occurred. The intended use statement in the instructions for use indicates the following: this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon. The info provided indicated the balloon was used in the papilla which is not included in the intended use of the device. The info provided indicated the balloon was inflated prior to pt contact which is against the instructions for use. The add'l info provided indicated the balloon did not receive lubrication and negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon leakage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture/leakage of the balloon material. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon dilator, such as a leakage, rupture or split. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
A cook hercules 3 stage wire guided balloon was used for eplbd (endoscopic papillary large balloon dilation). The pt's anatomical form was reported to have no problems. The balloon was successfully inflated at the first attempt, but it would not inflate at the second attempt. The physician judged it was a balloon rupture and tried to remove it. However, the balloon became separated inside the pt's body and remained. Then, the physician retrieved the detached section and continued the procedure. Another product was used as a replacement and the procedure was completed with no problems. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.